Event description:
The hcp reported that, the pt's enterra device was removed due to infection. No further complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.